Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2026. On (B)(6)2026, it was reported that at approximately 5:30 pm eastern time, the patient experienced sudden dizziness upon standing, followed by a fall to the floor with brief loss of consciousness lasting a few minutes, during which he hit his head. After regaining consciousness, the patient moved to his bed and checked his g7 app, which displayed a ¿sensor failed¿ message. There was no bg taken at this time. The patient self-treated suspected hypoglycemia with five glucose tablets and coca-cola. The patient stated improvement after treatment. The patient couldn't remember the last known reading but certain it was early morning when he last checked and it was within range but he had not recently checked the app immediately prior to the event. At the time of the call, the patient reported that he was feeling stable and waiting for a new sensor to warm up. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be prolonged data blanking. No additional patient or event information is available.